Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad) . It was reported by the vad coordinator that the patient was having waveforms and vent filters indicative of pump end of life. Yellow wrench alarms were also observed. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.